Manufacturer narrative:
Concomitant medical products: cd2357-40c ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The right atrial (ra) lead was noted to be tunneled from right. The ra lead was adjusted and remains in use. No further patient complications have been reported as a result of this event.